Event description:
On (B)(6) 2011, patient reported insulin leaking from around the infusion site causing elevated blood glucose levels. Advised patient to stop using the infusion sets. Patient uses the insertion assist plus device to insert the infusion sets. Patient stated he had no difficulty with preparation or insertion. Patient reported the incident occurred about a day to a day and a half after insertion. Patient stated the incident occurred 80% of the time. Patient reported his blood glucose level went up to 384 mg/dl. Patient's normal blood glucose range is 100-120 mg/dl. Patient stated he noticed leaking around the infusion site and then he changed the infusion set. Patient reported the infusion set cannula was straight and not bent. Patient stated he corrected his elevated blood glucose level using the infusion device. The patient did not require assistance form a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.